Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43 mg/dl. The customer was unsure of the cause of bg and stated that it was possible that bg was due to increased activity without eating additional carbohydrates. Customer drank milk and ate candy to address bg. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a blood glucose of 43 mg/dl was entered in the pump by the user at 1:43 am. A continuous glucose monitor (cgm) alert 14 (transmitter out of range) was annunciated at 12:13 am. Two hours prior to the low bg the user entered a bg of 165 mg/dl and delivered a 6 unit bolus. At the time of the bolus the cgm date recorded a bg of 132 mg/dl. There were no erratic basal rate adjustments. It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.